Manufacturer narrative:
Citation: kawsara a, sulaiman s, alqahtani f, et al. Temporal trends in the incidence and outcomes of pacemaker implantation after transcatheter aortic valve replacement in the united states (2012-2017). J am heart assoc. 2020;9(18):e016685. Doi:10.1161/jaha.120.016685 earliest date of publication used for date of event. Medtronic transcatheter valves that may have been implanted in the study population: corevalve (product code npt, PMA# p130021), evolut r (product code npt, PMA# p130021), and evolut pro (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the incidence and outcomes of pacemaker implantation after transcatheter aortic valve replacement (tavr) in the united states. The authors selected 77,405 patients who underwent tavr between 2012 and 2017 from a national database. Due to limitations in the data captured in the database, the authors were not able to uncover the valve types implanted in the patient population. However, various brands of transcatheter valves were approved for commercial use in the united states throughout the study period, including medtronic-manufactured valves. Deaths occurred during the study period. The circumstances of the deaths were not explained, and there was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths. The authors also documented the following post-tavr outcomes: need for permanent pacemaker implantation, ischemic stroke, tamponade, vascular complications, blood transfusion, gastrointestinal bleed, need for mechanical ventilation, prolonged hospitalization, and acute kidney injury (with or without requirement for dialysis). No additional adverse outcomes were noted in the article.